Event description:
Customer reported that they experienced splashing while preparing the dilution of red cells, using a micro titer plate on the tecan megaflex-ID, which may lead to possible carry over.